Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device bearings in the nose tube were ¿bad¿ from corrosion which did not allow insertion of the cutter. It was also observed that the excessive corrosion caused the teeth from the gears to be ground into pieces in between the middle and back section making it difficult for the device to turn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion / sterilization procedures not being followed properly which was further classified as component damage from misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the motor device would not hold the cutter device while in use with the attachment device. It was further reported that the tip on the attachment device would not load and was difficult to turn. There were no delays to the planned surgical procedure. There were identical spare devices available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.